Event description:
It was reported that the sheath hub and the tube portion separated during the procedure. An enroute transcarotid neuroprotection system (nps) was selected for use in a left-sided transcarotid artery revascularization (tcar) procedure. There was no indication of any damage or kinking of the sheath body between its removal from the tray and insertion into the femoral vein. The sheath inserted into the vein without difficulty. The sheath was fully inserted over the wire, the wire and dilator were removed without any issues, and it was sutured in place with 2-0 silk. After advancing the balloon catheter over the 0.014" wire, the physician noticed blood coming from the venous sheath and discovered that the sheath hub and the tube portion were no longer connected. The physician clamped the end of the tube portion protruding from the femoral vein to control the back bleeding. The sheath hub was then removed. After removing the clamp from the tube portion, a wire was inserted, and the tube was removed over the wire. It was noted that all portions of the device were removed from the patient. A new venous sheath was inserted, and the physician continued with the procedure. The procedure was completed, and the patient awoke and was neurologically intact. No images were taken due to hospital policy. The product is currently retained by the hospital facility and has not been made available for return for further investigation.